Event description:
A report was received that the patient underwent a pocket revision due to soreness at the pocket site. The physician relocated the patient's pocket area and the patient is doing well.